Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024, infusion set cannulas were bent due to which patient had 99 mg/dl blood glucose (bg). Also, patient did not experienced any issues with inserter during use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.